Event description:
During the device evaluation, it was found that the tissue pad on the sonicbeat device was partially peeled off. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the available information from the complaint and the findings of the investigation, it was not possible to determine the root cause of the event. However, during output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.